Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the atrial lead exhibited noise oversensing. There was no inhibition of pacing and the issue could not be reproduced with isometric exercises. No intervention was performed and the patient would be monitored. The patient was stable.